Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to incorrect size. It was noted that the device was oversized for the patient. The reservoir was retained. No other adverse patient effects were reported.

Manufacturer narrative:
Additional clarification was received which resulted in section d device information being updated. The lot number for the corrected device was not available. As the lot number was not provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. Corrections: d6a: date of implant was previously reported as (B)(6) 2009; however, the implant date for the updated device is not known.